Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the rep stated the hcp refilled the pump yesterday and the low reservoir alarm was also occurring. The pump was updated but the alarm continued to sound. When the pump was read today, it showed an active alarm. Technical services reviewed that the alarm would need to be silenced manually. The rep was able to clear active alarm alert after the update. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the alarming resolved. The rep stated that they would try to stop at the office this week to send the files over.